Event description:
It was reported that the zimmer skin graft mesher was leaving ragged edges on graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device has been in for service 4 times since purchased in 2005. The inspection found that the device was received with a bent comb. The primary cause of the reported complaint was likely a bad cutter. A bent comb often results in the graft sticking to the cutter and bunching of the graft. The side-plates hold the roller in place. Wearing side-plates may cause the device to go out of alignment, sometimes resulting in uneven meshing. While the cutter may be the prime cause of the reported complaint, worn components may have exacerbated the problem. The device was serviced and returned to the customer.